Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient noticed a fluid leak from inside of the cassette door but h could not verify exactly where the leak was coming from. Patient was able to complete their treatment via manuals. Patient had no adverse effects and his effluent has remained clear. The sample was discarded.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, alternative samples form one of the lots sent to the customer within three months of the date of the event were returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.